Event description:
Procedure type: lysis of adhesions. According to the reporter: prior to the tip of the cannula coming off while using the shears, the coating came off of the reposable shears, with the disposable tip. The trocar fell apart while inside the cavity, cannula came off from the trocar. Both the piece and coating were retrieved from the cavity. Removed and a new one was used. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).